Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device had battery pin damage. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 6 was broken and missing. A single power contact pin, j7, was bent.